Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device would not boot up. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 01oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow assembly and the power management board. The unit was returned to service.